Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. The pacemaker was programmed to vvi mode for the time being. Patient was stable with no consequences.

Event description:
New information indicates that the pacemaker was explanted and replaced on (B)(6)2025. The patient condition was unknown.